Event description:
It was reported to manufacturer by dealer, the end-user/patient was not injured but the caregiver was. The caregiver was a private nurse, it was stated that when the caregiver was rolling the patient over in the bed, one of the bed rails broke at a weld joint and fell injuring the caregiver left foot. Per the dealer, they stated that their attorney has advised them to keep the product, they do not want to return to the manufacturer for investigation or evaluation of product. Manufacturer has been in contact with the dealer and have received pictures of rail in question, however, it is very difficult to do a proper investigation and or evaluation of a product failure via pictures alone. Still trying to get product back for none destructive evaluation. It has been found out that the caregiver is a diabetic and has developed a nasty sore on top of her foot, it is also swollen. No other information on her condition and or if she has sought medical attention.

Manufacturer narrative:
Manufacturer still trying to get product back for evaluation.